Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Some alarm was confirmed on the device alarm history file. Customer's blood glucose was reported normal no actual numerical value. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.